Manufacturer narrative:
Additional ctag device included in this report: tgu373710/12562084. (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke).

Event description:
The patient is enrolled in the (B)(6) study involving the gore tag thoracic branch endoprosthesis, which is an investigational device; and may also involve the conformable gore tag thoracic endoprosthesis. On (B)(6) 2015, the patient underwent endovascular treatment for a distal thoracic aneurysm in zone 2, including two conformable gore tag thoracic endoprostheses (ctag devices; tgu373720/14447142 and tgu373710/12562084). At the time of treatment, an additional, unrelated procedure (right femoral artery patch angioplasty) was performed. Blood loss during treatment was estimated at 3000ml. A transfusion was performed, whereby 1650 ml of blood was replaced. Total procedure time was 6 hours 46 minutes. The patient tolerated procedure. On the same day, a right parasagittal parieto-occipital stroke, including left peripheral vision deficit, and lactic acidosis were identified. The physician believes the stroke can be attributed to snaring of the branched endoprosthesis wire in the aortic arch, as there reportedly was difficulty in snaring the wire in the descending thoracic aorta due to the previously deployed ctag device. The patient received intravenous fluids to treat the lactic acidosis; this event was resolved without sequelae. The stroke has been treated medically, but remains unresolved.